Event description:
It was reported, that device contamination occurred. A .038j accustick ii system was selected for use. Prior to procedure, it was noted, that a hair is evident inside the packaging. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1. Initial reporter address (B)(6).

Manufacturer narrative:
The complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed a hair through the unopened pouch. Also, it was observed that the pouch information matches with the complaint information. No more damages were observed. E1 - initial reporter facility name: (B)(6). E1. Initial reporter address (B)(6).

Event description:
It was reported that device contamination occurred. A .038j accustick ii system was selected for use. Prior to procedure, it was noted that a hair is evident inside the packaging. The procedure was completed successfully. There were no patient complications.